Event description:
It was reported that during use needle coring occurred with a bd syringe 10ml ll w/twinpak device. The following information was provided by the initial reporter: it was reported that the needle cored when inserted into the vial.

Manufacturer narrative:
H.6. Investigation summary: a single 10ml syringe with attached needle was received along with a mostly empty medication vial. The sample was visually evaluated. The vial was observed to have part of the septum separated inside the vial ¿ it appeared to be a bottom half of a multi part septum. The top half of the septum was still crimped to the vial and was observed to have a hole apparently from needle piercing. The septum was not a pre-slit type of septum. Small piece of cored septum was found inside the vial as well. The syringe was empty with only medication residue inside. Small pieces of septum were observed to be in the fluid path on top of the stopper. Potential root cause for coring needle is due to improper septum ¿ needle combination used. This product has a blunt point needle cannula which must be used with a pre-slit septum to avoid coring. Alternatively, a huber point style needle should be used to avoid coring. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use needle coring occurred with a bd syringe 10ml ll w/twinpak device. The following information was provided by the initial reporter: it was reported that the needle cored when inserted into the vial.